Event description:
Lead management case to extract four leads due to cied system/pocket infection. All leads were prepped with llds and the physician started the procedure on the rv lead (430-35s-52) using a 12f sls. The physician alternated the rv lead and the ra lead (432-35s-45) successfully extracting them without complication. Then the physician started to extract the rv lead (430-10-58) using the 12f sls; unable to progress optimally the physician up-sized to a 14f sls. Again the rv lead and the ra lead (432-02-54) were alternated but the physician was unable to advance due to heavy calcification in the svc so an outer sheath was added on the 14f sls. Advancement was made to near the svc/ra area and the physician up-sized the device again to a 16f sls. During use of the 16f sls, the blood pressure decreased. A sternotomy was performed revealing a tear in the svc/ra junction. The injury was repaired and the remaining leads were extracted. The patient survived the intervention.

Manufacturer narrative:
(B)(4). Placeholder.